Event description:
It was reported that the patient was in the hospital with respiratory issues and was intubated. Since then the patient has been in and out of a sinus tachycardia, and there were also periods of ventricular tachycardia (vt). It was noted by the health professional that there weren't any atrial spikes and sometimes the monitor marked noncapture. It was explained that in an atrial tachycardia there would not be any atrial pacing or spikes. The device appeared to be tracking by sensing the atrial rate and pacing in the ventricle appropriately, but there are times where the ventricular rhythm is very fast and the device will not pace into that. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action.  Based on the information received and without the return of the product, it could not be determined whether this device performed as described in the field action. (B)(4).